Manufacturer narrative:
Intuitive surgical (is) has not received the illuminator for failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and/or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the customer noted the light from the illuminator was turning on and off on its own. The customer confirmed that no error message was displayed. The customer contacted intuitive surgical, inc. (Isi) technical support for troubleshooting assistance. The customer was advised to connect to an external light source and the surgeon was able to continue and complete the procedure. There was no report of patient harm, adverse outcome or injury. Intuitive surgical (is) contacted the reporter and obtained the following information: the procedure was completed. There was a delay of 30 minutes during which additional anesthesia was administered to the patient. An is field service engineer (fse) was dispatched to the site and was able reproduce the reported failure. To resolve the issue, the fse replaced the illuminator. The illuminator is a component of the da vinci system that contains a high intensity light source to illuminate the surgical site.